Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: the keypad complaint could not be duplicated. The pump was returned with a visible damage to the keypad cover. During testing, all of the keypad buttons were normally responsive. The keypad cover was removed and no contamination as found under all keypad button contacts. The battery compartment was observed to be cracked. The leak test failed due to a display lens leak and battery compartment leak.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile cngs prior dmg w/moist) issue. The reporter alleged that the ok, up arrow and down arrow keypad buttons were under responsive, and that the keypad cover was thinning. It was alleged that there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.